Event description:
It was reported that the patient experienced withdrawal symptoms. There was fluid accumulation at the site of an unrelated microdiscectomy three weeks prior to this report. The surgeon felt that cerebrospinal fluid (csf) was leaking from the old catheter insertion into the dura. The old spinal portion was removed. A new spinal portion was implanted and spliced to the old pump portion. The reporter was unsure what caused the csf accumulation at the surgical site. A dye study, rotor study, x-ray and CT scan were done. A ¿valsalva¿ showed no csf leak. The device system was used to deliver dilaudid. It was later reported that the patient experienced withdrawal symptoms of an increased heart rate and insomnia.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2010 (B)(6); product type accessory (B)(4). Analysis of catheter serial # (B)(4), revealed acceptable testing. The catheter was returned incompletely and in segments.

Manufacturer narrative:
Continuation of d11:product ID 8709sc, (B)(4), product type catheter, product ID 8590-9, lot# n351040, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional analysis was performed on the devices returned (B)(6) 2014. Analysis of the pump revealed no anomalies. Analysis of the catheter (B)(4) revealed a user related hole in the catheter body. Several holes in the catheter were observed on the distal side of the pin connector. The holes did not correspond to where the barb was on the pin connector, nor were the holes in the catheter related to the manufacture of the catheter. Analysis of the catheter (B)(4) revealed the sutureless connector was damaged at explant. Analysis of the 8590 repair kit (B)(4)revealed no anomalies. (B)(4)

Event description:
Additional information later reported the pump and catheter were explanted. The patient developed repeated pseudomeningocele after spine surgery, not allowing patient to keep csf with drug in intrathecal space so the hcp explanted the system. Additional information later reported the patient was not receiving any therapy as the system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.